Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine. After a bag exchange, the machine triggered an alarm related to system failure with a continuous audible alarm. The nurse responded by shutting off the machine, which then displayed a "call service" screen. The treatment was ended without the extracorporeal (ec) blood being returned to the patient. The patient¿s blood pressure (bp) dropped, requiring an increase in pressor support while attempting to initiate therapy on a different machine. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a vantive qualified technician. Visual inspection showed that the drain (effluent), pre-blood ump (pbp), and reposition scales were out of calibration. The technician calibrated all scales and a simulated therapy was successfully performed. The log files were reviewed and identified the treatment was interrupted when a biot alarm was generated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the user did not correct following screen instruction during bag change, causing the machine shutdown. The machine was returned to service without any additional events reported. Should additional relevant information become available, a supplemental report will be submitted.